Manufacturer narrative:
On 19 september 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection and functional testing were performed, and no anomalies were observed. A review of the in vivo raw data showed depressed signal and reference channels across all sensing areas on 23 august 2025. However, this condition was not reproduced during in-house testing. In some instances, failure modes observed in vivo may not be replicated under laboratory conditions, such as those related to the in vivo state of the sensor hydrogel, which likely contributed to the inaccuracies reported by the user. As a resolution, the user was offered a sensor replacement. B4: date of this report. 18 dec 2025. G3: date received by the manufacturer? 18 dec 2025. H3: device evaluated by manufacturer? Yes. H6: type of investigation updated to 4121,10 h6: investigation findings updated to 114. H6: investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.